Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The aortic neck was 15-20 mm long and had an angulation of approximately 20 degrees. It was reported that the stent graft was found to have migrated distally with a type 3 endoleak present; however, the aneurysm is still sealed. It was also reported there was a fractured stent. The exact location of the type 3 endoleak could not be identified; therefore, an aortic cuff was implanted proximal to the bifurcated device, then 2 aneurx extension stent grafts were implanted in each side, 1cm above the flow divider of the bifurcated device. Two 16 mm balloons were inflated in the bifurcated device in a kissing technique and that successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is reported to be fine.